Event description:
It was reported that the lead migrated and the patient was no longer receiving adequate coverage. The patient underwent a lead replacement procedure. The explanted lead was discarded by the facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.